Manufacturer narrative:
(B)(4): batch # l55h1e. The analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during an open lobectomy procedure, the device was used to close the bronchi. The device could close but did not deploy staples to the tissue. There were several staples malformed with legs straight in the deck instead of onto the tissue. Unknown how case was completed. There were no adverse consequences for the patient.